Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine follow up. Upon interrogation, the pulse generator exhibited diagnostic anomaly. It was noted that the stored device diagnostics information was not indicted. No intervention was performed and the device check was performed without other complications.